Event description:
The customer reported the arm used during a rescue attempt may have caused skin abrasion to the patient. The patient was undergoing dialysis at the time of the event. They reproted the patient was deceased and was tended to after death by medical staff. The reported event occured during patient use.

Manufacturer narrative:
Review of the photo of the patient shows bruising in the area of the piston position and may indcate mispositiong of the device during use. The IFU states: once compressions have started, to help ensure the acc remains appropriately positioned, apply the stabilization strap. The IFU states: prior to transporting a patient with an affixed rmu-1000 acc, make sure that the stabilization strap has been attached to the unit and that a stretcher or other transportation equipment is nearby. It is not celar if the operator of the device was using the stabilization strap during this rescue attempt. Review of the log history files shows "piston needs adjustment" errors reported throughout history, attributed to operator error - piston not adjusted down far enough before beginning compressions. (B)(6) 2021 - motor timeout reported and continued intermittently. The IFU states: compressions may also stop or fail to start because the piston requires adjustment to the patient's chest. The acc will indicate that piston adjustment is required by blinking the adjust up/down leds. Press the pause button to clear a piston adjustment error condition. Readjust the piston using the adjust up/down buttons so that it is making firm contact with the patient's chest. To resume compressions, push the run continuous button or the run with breaths button. The available information does not reasonably suggest that the device did not perform as intended, or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.